Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg displayed an error code. The printed circuit board (pcb) was reset with firmware update. It was additionally noted that the output connector assembly was broken, the hanger assembly was broken, the hanger o-ring was missing and the battery wires were pinched, wire insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an external pulse generator (epg) experienced an error. The epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.